Event description:
It was reported patient underwent a total knee arthoplasty (B)(6) 2009. Subsequently, patient reports metal clicking sounds and toes pointing to right. No revision has been reported to date. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.